Event description:
Information was received that a smiths medical cadd extension set that when disconnected had a gel like substance at the end. Patient then cleaned and attached new extension set. Patient was off medication for a considerable amount of time, however did not contribute to any clinical injury.

Manufacturer narrative:
Evaluation results: the device was returned but an investigation could not be performed because the returned product could not be decontaminated for testing. A root cause could not be established.